Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jan-2017. It was reported that shaft kink occurred. A guidezilla¿ was selected for use. During the delivery of device, the connection part of the shaft and guiding catheter was found to be kinked. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that there was a partial separation at the collar.